Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however the up/down key buttons were intermittently responding to user inputs, and there was evidence of contamination under the key contacts.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.